Event description:
The customer reported that the system was not x-raying and there was a damaged arch cart cable. No pt injury was reported.

Manufacturer narrative:
(B) (4). The cable was replaced by the ge service rep. The system operates as intended.